Event description:
Reportedly, during surgery, the device did not seal. There was no report of blood loss or pt impact. Another device (kleppinger) was used to finish the case. There was no report of pt injury.